Event description:
It was reported that the arctic sun device port 1 did not work, temperature measurement or display incorrect and it could not be deselected. Per sample evaluation results on 08may2024, it was reported that the control panel had communication errors with the processors during calibration, control panel also replaced. Per follow up information received via email on 21feb2024, the device will be repaired in the hospital by crs and there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation card. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device port 1 did not work, temperature measurement or display incorrect and it could not be deselected. Per follow up information received via email on 21feb2024, the device will be repaired in the hospital by crs and there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.